Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via a legal notification that a male patient, right knee implanted on (B)(6) 2009, underwent a revision procedure on (B)(6) 2010, approximately 7 months post the initial implant procedure for reasons unknown. No further information known.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Patient implanted with an optetrak logic polyethylene tibial insert on october 22, 2009, underwent right knee revision surgery and was implanted with a second optetrak logic polyethylene tibial insert in the right knee on (B)(6) 2010. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering.